Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. The cause of the high bg was unknown. The customer delivered a correction bolus via the pump; then went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Reportedly, the customer was release on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.